Manufacturer narrative:
The pump was not returned for analysis. After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: outlines guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Neurological events are known potential complication associated with all patients implanted with vads. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction and death. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that during the implant the patient had a neurological event. "Patient was taken to computed tomography (CT) scan post operatively and found to have had a hemorrhagic conversion." It was stated that the patient died due to "inter cranial hemorrhage." It is "undetermined as per doctor if it is pump related, lv thrombus discovered peri-operatively." Site stated that "more information may be available later." Site also stated that there would be "no autopsy and that the pump will not be returned." Site stated that they "will utilize peripheral equipment for training." No additional information provided. Investigation is ongoing.